Event description:
It was reported that the pt received a tkr on (B)(6) 2010. On (B)(6) 2010, the pt was revised due to an infection. Within the report it does state that the surgeon does not contribute the infection to the implant.